Event description:
It was reported that the xience v stent was unable to cross the pre-dilated, eccentric plaque in the moderately calcified proximal to mid right coronary artery (rca) target lesion. After the target lesion was pre-dilated a second time, the xience v was being inserted into the tuohy valve when the stent slid off of the stent delivery system (sds) balloon. The stent dislodged outside of the patient. A 2.5 x 15 mm and 2.5 x 23 mm xience v stent were implanted in the mid and proximal rca respectively. There were no adverse patient effects reported. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the balloon, which is consistent with advancement inside the body. The tip length met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately calcified, which likely contributed to the failure to cross. It was confirmed that the stent implant was dislodged from the tightly folded balloon and loose on the distal shaft. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. It was reported the stent dislodged as it was being re-inserted into the tuohy valve. It is possible that an interaction with the lesion during the initial failed attempt to cross resulted in an interaction with the stent implant such that the stent became disrupted/loosened on the balloon. Further interaction with the tuohy valve during insertion/advancement could have contributed to the stent dislodging onto the distal shaft. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It was also noted that the first two rows of the proximal and distal end of the stent implant were bent. This damage was not observed during product inspection prior to use and thus, may have occurred during the procedure or as a result of packaging and shipment back to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. The failure to cross, stent dislodgment, and subsequent stent damage appear to be related to operational context. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.